Event description:
Info was received in may 2005 from a physician regarding a pt with a history of gonarthrosis who experienced edema/swelling of the knee, important inflammation, and synovial fluid positive for wbc, swollen leg, and arthritis. The pt began treatment with synvisc on unk date. The pt received synvisc injections in the knee of unk dates. After the third injection the pt experienced edema on the knee and an important inflammation. On unk date two days after the injection, the knee joint was punctured and aspirate looked like pus. The results showed white blood cells of 6,000 and were negative for infection. The physician treated the pt with an injectio of demerol (meperidine hc1). Twelve days after the third injection, the pt presented with increased swelling in the knee and legs. The knee was aspirated again and the results were the same with the previoys results. The physician injected hexatrione (triamcinolone hexacetonide). The physician assessed the causality as certainly related to synvisc. The physician's opinion, the diagnosis was arthritis. At the time of this report, the physician believed the ot had recovered.